Manufacturer narrative:
Concomitant medical products: 4193-88 lead, implanted: (B)(6) 2006; 4068-45 lead implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspect of a fracture causing pacing inhibition in the pacer dependent patient. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.